Event description:
It was reported that an inadvertent deployment occurred. A 7x20x130 innova self expanding stent was selected for a stenting procedure in the external iliac artery. During preparation, when they pulled the device out of the plastic cover, it still had the safety mechanism over the thumbwheel. The flush port was sill on the back of the handle. When looking at the stent while flushing, it was noted that half of the stent was sticking out the end of the catheter. It was partially deployed out of the package. The procedure was completed with a different innova stent (7x40). There were no patient complications.